Event description:
Procedure: gastrectomy. According to the reporter: the client reports that the instrument jammed on tissue. It was not known how the instrument was removed. Surgery delay was reported as more than 30 mins.